Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an in-stent restenosis in a coronary vessel. A 2.25mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an in-stent restenosis in a coronary vessel. A 2.25mm x 8mm nc emerge balloon catheter was advanced for dilaation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severely calcified obtuse marginal branch.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon and shaft. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed a burst in the balloon material that was 8mm in length, and numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an in-stent restenosis in a coronary vessel. A 2.25mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severely calcified obtuse marginal branch.

Manufacturer narrative:
(B)(6).